Manufacturer narrative:
The commander delivery system was returned for evaluation. Visual inspection revealed a longitudinal balloon burst along the working length of the inflation balloon. No procedural imagery was provided by the site for review. Dimensional inspection revealed all areas met specification. Due to the condition of the returned device functional testing was unable to be performed. The instructions for use (IFU), device preparation and the training manual were reviewed for instructions or guidance for proper use of the commander delivery system and no deficiencies were identified. During the manufacturing process, the delivery system is visually inspected and tested several times. During manufacturing, the commander delivery system balloon component was 100% inspected. During the final inspection, the delivery system underwent 100% inspection by both manufacturing and quality. Additionally, all manufacturing lots are subject to product verification (pv) testing on a sampling basis. All samples passed product verification testing for this lot number. These inspections and tests during the manufacturing process support that it is unlikely that a nonconformance contributed to the reported event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for balloon burst was confirmed. No manufacturing non-conformances were identified in the returned sample. A review of lot history, complaint history, DHR, and manufacturing mitigations supported that a manufacturing non-conformance likely did not contribute to the reported events. A review of IFU/training materials revealed no deficiencies. There was no mention of difficulty during device prep and de-airing indicating that this is not an out-of-box issue. As stated in the complaint description, the degree of calcification in the patient's annulus is unknown. However, based on review of complaint history, it is possible that patient factors contributed to the balloon burst. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Without the return of procedural imagery or relevant patient anatomical information, a definitive root cause is unable to be determined. However, available information suggests that patient (calcification) have contributed to the reported event. The complaint event was confirmed. No manufacturing nonconformances were identified. No labeling/IFU/training inadequacies were identified. As such, neither a product risk assessment escalation, nor corrective or preventative actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6), during implant of a 26 mm sapien 3 ultra valve in the transfemoral approach the balloon burst at nominal volume. The valve was successfully deployed. The delivery system was removed without issue. No patient injuries were reported and the patient was doing well post procedure.